Event description:
A philips field support engineer (fse) stated the device had ECG test failures for error codes 90008, 90009, 01000. No patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.